Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 5076-52 lead, implanted: (B)(6) 2014; 6935m62 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation related to left ventricular (lv) lead pacing. The stimulation was reported to be resolved by reprogramming the lv lead output. The lead remains in use. The patient was reported to be enrolled in the panorama ii clinical study. No patient complications have been reported as a result of this event.